Event description:
Meter name: one touch basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were unable to get any readings on the meter. Their meter allegedly would not power off during use. Unable to get any readings on the meter. There was no comparison. Customer took insulin (unclear if regular dosage or sliding scale). No further information has been reported.